Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during fixed prime. Troubleshooting was performed. Ran a displacement test and the test failed. However, the rewind, manual prime, and self test passed. Advised the customer to change the infusion set and reservoir, monitor, and call us back if the same issues continue. No further information was provided.